Event description:
The hospital nurse called animas on (B)(6), 2011 requesting assistance to unlock the patient's pump. Animas attempted to reach the patient multiple times without success. The nurse mentioned a low blood glucose occurrence but no other detail and said the patient's pump was locked. Although detail surrounding the incident is unknown this complaint is being reported as there was evidence of a low blood glucose occurrence while the patient's pump was locked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 date of submission (B)(4) 2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the data from the time of the reported incident is unavailable for review due to continued pump use. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. During the load step, the pump failed to recognize the cartridge. The force sensor was found to be out of calibration and the force resistance measurement was found to be out of specification. There was evidence of contamination observed on the force sensor. Additional testing could not be completed due to the force sensor issue.

Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.